Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how many 'clips could not be removed from the cartridge'? Please provide lot number. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). I¿m the one who submitted the product complaint and I saw the issues while I was there. The two lot numbers for the clips in question are: 104260 and 1036ph. Each cartridge probably had 2 out of 6 clips that would not come out of the cartridge. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a partial nephrectomy procedure on (B)(6) 2025 and suture clips were used. During the procedure, it was reported by the sales rep that the clip did not stay on the suture and several clips could not be removed from the cartridge. Multiple cartridges and two boxes of clips were utilized. There were no adverse consequences reported. No devices are for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.